Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the peeling of the coating at the connecting tube was caused by stress, likely from damage or deterioration of the parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited peeling of the coating on the connecting tube. There was no patient involvement.